Event description:
High power alarms 3.8-4.0, rpms 2580 high pressure alarms, developed end organ damage from progressive hemolysis and pump malfunction. Pump turned off and try to restart without success. Patient intubated, coded, not responsive, and declared dead.